Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was having an MRI to assess the catheter "for strangulation." This was clarified to mean assess the catheter for a granuloma. No patient symptoms were reported. The medication used within the system was unknown.